Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock fort the patients ventricular tachycardia (vt). The shock accelerated the patients rhythm into ventricular fibrillation (vf). Another shock was delivered for the vf and it was successfully terminated. This device remains in service. No additional adverse patient effects were reported.